Event description:
It was reported that during a transcatheter aortic valve implant procedure, after implantation of the valve, paravalvular leak (pvl) was noted. Subsequently, the attending physician decided to do a post-implant balloon aortic valvuloplasty (bav) with a 23-millimeter (mm) non-medtronic (z-med) balloon. After completion of the post-implant bav, the patient's blood pressure dropped, so "anesthesia support" was provided. Angiography was then obtained which revealed severe central regurgitation of the aortic valve. Subsequently, the attending physician requested that a second valve be prepped. However, echocardiography then revealed that the central regurgitation had subsided and that only trace regurgitation remained. Additionally, it was reported that the patient was hemodynamically stable. These findings were then confirmed by angiography, so the second valve was never utilized and the procedure was completed. A 5-minute procedural delay occurred due to the event. Per the physician, both the valve and procedure contributed to the event.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329 ; product serial/lot number: (unknown); product type: (0195 - heart valves) ; implant date: no t-implantable; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.